Manufacturer narrative:
Additional information (28-jan-2025): siemens healthcare diagnostics headquarters service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. Quality control (qc) recovered within lab ranges. A customer service engineer (cse) performed routine service tasks on the dimension exl with lm system. No discordant results were reported by the customer after these routine service tasks. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2517506-2025-00011 was filed 24-jan-2025.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed loci high-sensitivity troponin I (tnih) result obtained on one (1) patient on a dimension exl with lm integrated chemistry system. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported to siemens they obtained an erroneously depressed loci high-sensitivity troponin I (tnih) result on one (1) patient sample at the two (2) hours redraw on a dimension exl with lm integrated chemistry system sn (B)(6). The erroneously depressed result was reported to the physician and questioned. The same two (2) hour sample was reprocessed on the original dimension exl with lm integrated chemistry system sn (B)(6). A higher result was obtained and considered correct since it correlated with the original zero hour patient sample result and was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed loci high-sensitivity troponin I (tnih) result.